Manufacturer narrative:
Section d3: updated the address. Section d4: lot number updated to 2.83.040. UDI number updated. Section h4: updated. Section h6: updated. Section h11: updated. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that a field was partially treated and recorded. The user was unable to complete this partial treatment due to an error. The investigation found that mosaiq prevented the user to continue the treatment by sending the following message: "index was out of range. Must be non-negative and less than the size of the collection. Paramter name: index" as well as "unable to send plan to the machine. Unable to load the plan into rtobjects." The treatment records were reviewed and concluded that there was no patient mistreatment. Elekta was unable to reproduce the issue internally with the data provided by the customer. Mosaiq did not have any malfunction and was working as designed and intended as the software prevented the user from continuing treatment with the error that occurred and correctly recorded the dose.

Event description:
Customer reported partial treatment plan not loading.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.